Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The returned ipg was analyzed and the allegation of patient had difficulty charging the ipg was confirmed. Despite multiple attempts, the ipg still failed to charge or communicate. The investigation confirmed that the asic chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by external high voltage or high current transient sources. Therefore, this investigation will be assigned a probable cause of unintended use error caused or contributed to event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively.